Event description:
A cracked and shattered touchscreen on a pump was reported, rendering it unresponsive and illegible. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to use manual daily injections (mdi) as a backup therapy and to put the pump into storage mode before returning it. A replacement pump was arranged, and the defective one is to be returned with a pre-paid label within ten days.